Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was brought to the clinic to attempt to demonstrate the vibratory patient notifier. Both the physician and the patient were not able to feel the notifier vibrate. The patient condition is stable. Device replacement was recommendation. No further information is available.